Manufacturer narrative:
The failure investigation has been completed and the cause of the alleged battery issue is due to damaged usb pin(s).

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (450 mg/dl). Customer was treated with intravenous fluids/insulin, food restriction and manual insulin injections. Customer was discharged (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, suspected cause was pump battery was not performing as intended but customer declined to provide specific details.